Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. A request is being made for additional information; a supplemental report will be provided.

Event description:
(B)(4). The distributor reported that the trochanteric plate screws of the patient's proximal femur mets implant "backed out," and the trochanteric plate became dislodged. The patient underwent a successful revision consisting of a new trochanteric plate and medium sized plate screws. The explanted plate was reported to have contained good bone growth, as well as fibrous tissue.

Manufacturer narrative:
An event regarding disassociation involving a mets prox femur was reported. The event was not confirmed. Device evaluation was not performed as the device was not returned. A review of the device manufacturing history records confirms that no non-conforming product was released. The exact root cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants (siw). Further information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However the patient was successfully revised with new plate and medium size screws with no reported complications. A design review concluded that "the trochanteric plate is used as a clamp to attach soft tissue and tendons to the prox femur implant. The surgeon should determine which screw size (length) to use based on the thickness of the tissue which is to be clamped. If short screws are used and the tendon/tissue is too thick then the screw may not be long enough to fully engage with the screw holes in the trochanter section of the prox femur implant. This could potentially result in the screws coming loose and the trochanteric plate would then not securely clamp the tissue in place. If this is the case then longer screws should be used'. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended.

Event description:
The distributor reported that the trochanteric plate screws of the patient's proximal femur mets implant "backed out" and the trochanteric plate became dislodged. The patient underwent a successful revision consisting of a new trochanteric plate and medium sized plate screws. The explanted plate was reported to have contained good bone growth, as well as fibrous tissue. This is a supplemental report to 3004105610-2016-00059 ((B)(4)).